Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient saw his managing healthcare professional (hcp) and said that the patient might have an infection in his prostrate and gave the patient antibiotics. Patient stated in addition to prescribing antibiotics the hcp also suggested that the patient have his ins removed, but the patient does not want it removed as he was told by his nurse that there are other programs the patient could try. No further symptoms reported. No device complications reported/anticipated. [Omitted information about urgency and frequency/still not getting symptom relief was previously reported in (B)(4)].